Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experieced dark urine for 24 hours and lactate dehydrogenase (ldh) at 2620 u/l. Elevated flows and powers were observed. Patient underwent a pump exchange on (B)(6) 2017 for suspected hemolysis. It was reported that no thrombus was seen in the inflow or the outflow graft. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). As an additional observation, damage to the patient¿s previous repair site was confirmed through this evaluation. The pump was returned assembled with the driveline (dl) cut approximately 1.75 inches from the pump housing and 30 inches of the distal end was also returned. A previous driveline repair was present on the distal end of the driveline, approximately 22.25 inches ¿ 25 inches from controller connector. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, visual examination of the rotor revealed that a red, tissue-like thrombus formation was adhered to one of the rotor blades. The deposition was denatured, suggesting that it was present while device was supporting the patient. Origins and duration of time that the formation was present in the pump could not be determined. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed thrombus, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Evaluation of the distal end of the patient¿s driveline noted that the copper tape and black shrink tube appeared to be pulling away from the clear bionate and metal braided shield, partially exposing the underlying wires on the distal side of the repair. Upon removal of the black shrink tube, an additional break in the copper tape was observed on the proximal side of the repair. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Each portion of the driveline was also submerged in a saline solution for high-potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.